Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that the emergency medical services came to treat the low blood glucose. The customer's blood glucose was 30 mg/dl at the time of incident. The customer stated that they were given glucose tablets to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that the insulin pump was dropped and had crack at the bottom where the wirings are. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test.